Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing an elevated blood glucose (bg) level of 200-300 (mg/dl). Customer stated the cause of the elevated bg level was unknown. Manual injections and boluses via the pump were delivered to address bg level. System check with tandem technical support indicated the pump was delivering insulin as intended. Customer stated their current site was placed one inch away from a previously infected site. Customer stated they would change out site. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.